Event description:
The patient presented to the clinic after receiving inappropriate therapy. Noise was observed on the ventricular lead. Noise was not reproducible with isometrics, or pocket manipulation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.